Manufacturer narrative:
The philips remote service engineer (rse) was advised that the issue only occurs in the MRI room during a patient scan. The rse confirmed with the magnetic resonance imaging (MRI) technician that they only use philips magnetic resonance (mr) patient care single patch electrocardiogram (ECG) electrodes. The MRI technician also stated that the MRI diffusion scan type causes lots of issues with ECG signal. The rse confirmed with the biomed that there were no cracks/damage to the module. The rse recommended that the wireless ECG patient module to be replaced. The customer stated that they would replace the module through their sales representative and the case could be closed.

Event description:
It was reported that the module's electrocardiogram (ECG) signal is disrupted by magnetic resonance imaging (MRI) scans. The device was in use on a patient at the time of the event. There was no adverse event reported.